Manufacturer narrative:
(B)(6). The device was received for evaluation. Functional checks of the device and dummy treatments were performed and it did not identify any abnormalities that could have contributed to the reported condition. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The reported problem could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismaplex control unit had a malfunction error (not further specified) displayed on the screen during patient treatment. It was reported that there was no option displayed to return the extracorporeal blood to the patient. A manual return was not possible because the blood clotted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.